Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter becoming embedded and the filter is unable to be removed. The patient is also reported to be experiencing anxiety and abdominal pain. The indication for the filter implant was status post trauma from a motor vehicle accident and high risk for pulmonary embolism (pe) due to inability to anticoagulated and immobility. Injuries suffered during the accident include, multiple left sided rib fractures with a small pneumothorax, comminuted left humeral fracture, a ruptured spleen, fractured pelvis, and a fractured right lateral malleolus. On admission, surgical procedures performed were; splenectomy, chest tubes inserted for pleural effusion and a hemothorax on the left, repair of the left humeral bone, open reduction and internal fixation of the right distal fibular fracture. The patient received non-operative treatment for the fractured pelvis. The vena cava filter was implanted via the right internal jugular vein and deployed below the level of the renal veins. Post filter deployment, follow-up contrast injection showed excellent position of the filter. The patient was reported to tolerate the procedure well. Approximately fourteen weeks later an attempt was made to remove the filter percutaneously, as the patient no longer required it. A gooseneck snare was used to attempt to grasp the upper hook of the filter. Attempts at retrieving and dislodging it from the inferior vena cava (ivc) wall were unsuccessful. Numerous attempts were made and ultimately the procedure was abandoned. The ivc filter was noted to be in good position without evidence of thrombus. It was recommended that it may be of benefit for the patient to take in aspirin a day to reduce any risk of obstruction or occlusion. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. With the limited information provided it is not possible to determine what factors may have contributed to the reported issues; however, the report of the device being embedded may be related to the body¿s natural tendency to endothelialize a foreign object, although without procedural films or post implant imaging it is not possible to determine what factors may have contributed to the reported events. Anxiety and abdominal pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly date of report, PMA/510k, type of reportable event and if follow-up, what type. . It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter tilt, the filter becoming embedded and the filter is unable to be removed. The patient is also reported to be experiencing anxiety and abdominal pain. The indication for the filter implant was status post trauma from a motor vehicle accident and high risk for pulmonary embolism (pe) due to inability to anticoagulated and immobility. Injuries suffered during the accident include, multiple left sided rib fractures with a small pneumothorax, comminuted left humeral fracture, a ruptured spleen, fractured pelvis, and a fractured right lateral malleolus. On admission, surgical procedures performed were; splenectomy, chest tubes inserted for pleural effusion and a hemothorax on the left, repair of the left humeral bone, open reduction and internal fixation of the right distal fibular fracture. The patient received non-operative treatment for the fractured pelvis. The vena cava filter was implanted via the right internal jugular vein and deployed below the level of the renal veins. Post filter deployment, follow-up contrast injection showed excellent position of the filter. The patient was reported to tolerate the procedure well. Approximately fourteen weeks later an attempt was made to remove the filter percutaneously, as the patient no longer required it. A gooseneck snare was used to attempt to grasp the upper hook of the filter. Attempts at retrieving and dislodging it from the inferior vena cava (ivc) wall were unsuccessful. Numerous attempts were made and ultimately the procedure was abandoned. The ivc filter was noted to be in good position without evidence of thrombus. It was recommended that it may be of benefit for the patient to take in aspirin a day to reduce any risk of obstruction or occlusion. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Retrieval difficulty is associated with vessel characteristics, length of time in situe and practitioner technique. With the limited information provided it is not possible to determine what factors may have contributed to the reported difficulty. It was also reported that the filter was tilted, without procedural films for review, the filter tilt could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Anxiety and abdominal pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the trapease filter and the filter is unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The brief noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the trapease filter and the filter is unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.